Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the suction irrigator instrument and performed failure analysis evaluation. The suction irrigator instrument was analyzed and found to have a broken tip at the distal end. The broken piece was not returned.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the suction irrigator instrument tip snapped off. The procedure was completed with no reported injury.